Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00724. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the main roller pump stopped running with no alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The field service representative installed a loaner roller pump and returned the suspect device to the manufacturer for further evaluation. The reported complaint was confirmed. The roller pump was opened for an initial inspection and no anomalies were observed. Testing of the pump at various speeds, flexing cables and boards and monitoring the motor phase signals found no issues. The pump was reopened and the wire terminals were inspected from the hall sensor cable coming from the motor and the brown wire (pin 2, hall ab signal) was found to have a bad crimp. The stripped wire was not crimped into the wire-crimp area but was loosely attached in the insulation-crimp area resulting in intermittent connections. Further testing manipulating the wire reproduced the service pump message and pump stoppage. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. Attempted to submit to FDA on 10/23/2015, but third acknowledgement was never received. Advised by FDA on 10/29/2015 to resubmit ((B)(4)).